Manufacturer narrative:
The cec has adjudicated this event to be related to index device, not related to index procedure and drug.

Manufacturer narrative:
(B)(4).

Event description:
During a revascularization procedure one admiral extreme, one pacific plus, and three in.pact pacific balloons were used to treat the left sfa and popliteal 1 (l-1). Approximately three weeks later during a revascularization of the left sfa and apop (l-1) one admiral extreme was used to treat the patient. Approximately 8 months post procedure it is reported that the patient suffered re-occlusion of the left sfa, apop. Several other mdt balloons and a rotatex thrombectomy device were used to treat the lesion. The event was resolved.